Event description:
A customer reported a primary infusion of micafungin 110 ml was to infuse over 60 minutes but completed in 40 minutes. Stated the pump module alarmed for air-in-line at the end of the infusion. Reported infusion rate was 100 ml/hr over 60 minutes. No pt harm or medical intervention reported. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.